Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with failure code 807:05 was confirmed by service. The cause of the reported condition was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:07. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.